Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 indicating a motor stall while attempting to fill the cannula; a restart initially cleared the alert, but the alert recurred and the device was replaced. With instructions provided on shutdown, data sync, and startup for the replacement. Symptoms included no adverse clinical effects, and the reported blood glucose was 140 mg/dl without impact. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, review of device function during cannula fill, and coordination for device return. Investigation of this device revealed a pump motor stall associated with the pump mechanism during cannula fill, consistent with a device mechanical malfunction of the infusion pump component. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue related to the motor function during operation.